Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Apex fell through the pinnacle gription cup, placing the apex is behind the cup. Delay due to some minutes trying to get the apex out.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A search of the depuy nonconformance (nc) quality system found no manufacturing related nc¿s associated with this product/lot combination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot: the provided lot code is a lot code known to have been affected. The root cause will be attributed to manufacturing. Because this lot is already known to have been affected an mre will not be performed.